Event description:
In 2009, the lay user/pt contacted lifescan (lfs), alleging that her one touch ultra2 meter continued to prompt the "apply sample" symbol, even after the sample was applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged issue began on the morning of four days prior. The cca noted that the patient manages her diabetes with pills (type and dose unk). The pt denied taking any action regarding her diabetes management as a result of the issue. Approx 9-10 hours after the issue began, the pt claimed she passed out; however, it is unk what type of medical treatment, if any she obtained. At the time of troubleshooting , the cca noted that the pt was using the correct testing technique and confirmed that the test strip was drawing the sample into the test area. The issue remained unresolved. Replacement products were sent to the pt. The complaint is being reported because the pt claims she was unable to test her blood glucose, due to the reported issue and reportedly passed out after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.